Event description:
A patient reported that the pump's charging port was "intermittently working". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.